Event description:
It was reported that tandem mobi displayed a ¿not enough insulin¿ alarm even though cartridge contained sufficient insulin and tubing was already filled. There was no adverse impact to the customer's blood glucose level. Customer reloaded cartridge with guidance from technical support and successfully resumed insulin therapy, and no additional issues were reported.